Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for lead impedance less than the lower limit was noted on the atrial lead via review of merlin.net. Noise was also seen on the electgrams. Programming changes and lead revision were discussed. The patient was asymptomatic. The atrial lead will be monitored.

Manufacturer narrative:
(B)(4).